Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The patient reported having trouble with one of the leads and that the manufacturer representative disconnected it. The patient stated that they couldn¿t find anything on the x-ray that showed it was broken. Follow-up was performed to determine what the issue with the lead was and what actions/ interventions were taken to resolve the issue. If additional information is received a supplemental report will be submitted. It was reported by a manufacturer representative (rep) that the patient had been seen multiple times since implant in (B)(6) 2014. The patient was seen four times thus far in 2015, noting a reprogramming session on (B)(6), an appointment on (B)(6) a system check on (B)(6), and a lead check on (B)(6). Another rep that had seen the patient in (B)(6) 2015 noted that the patient¿s name did not ring a bell. The rep stated that he did not remember ¿disconnecting anybody¿s lead because reps cannot do that,¿ and it probably was a reprogramming appointment. That¿s why there wasn¿t much written on it. Additionally, it was noted that the patient might have misunderstood the information from those appointments. When asked about being aware of any lead issues or about the statement ¿disconnected the lead,¿ another rep responded, ¿how can we disconnect a lead that is implanted.¿ additionally the rep stated he was unaware there were any issued with the patient¿s lead, noting that it was an uneventful visit.

Event description:
The physician reported that the "leads were not disconnected."